Manufacturer narrative:
The entire device was received and evaluated by the MFR. A leakage site was detected in the resipump. A microscopic examination of the leakage site was performed. There was a separation of the resipump material at the junction between the septum and the pump body. The cross sectional surfaces of the separated material showed uniform striations, indicating contact with sharp instrumentation, e.g. Needle. Based on the received info and quality assurance's examination, qa concludes that the resipump contacted sharp instrumentation. Because these components were released according to manufacturing and quality control procedures, qa concludes that the observed damage occurred subsequent to the device packaging being opened.

Event description:
As reported to co, the entire device was removed and not replaced.